Event description:
It was reported an issue with novosyn suture. The client reported that the needle and the thread detached. More information has been requested.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734 if additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 7,920 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 2.45 kgf in average and 2.22 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.